Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing pain at the ipg site due to the ipg being tilted in the pocket. In turn, the pt has to press the charger paddle into the ipg site in order to successfully recharge.